Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported they plugged in an olympus colonovideoscope to be used, and it was giving an error code of 227 (scope communication error). There was no patient injury reported.